Event description:
The reporter stated that a needle came out from the hub cutter wall container. The staff experienced a needle stick injury. Add'l info received on (B)(6) 2013, the reporter stated that the health care worker received blood work and prophylactic medication as the hub cutter was contaminated. The health care worker will be under surveillance and the next f/u is scheduled in three months. No further info is available.

Manufacturer narrative:
No sample was received for eval. However, photos were received and are pending eval.